Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate therapy due to incorrect interpretation of signal. No changes were reported. The patient status was stable.